Event description:
It was reported that there was an issue with bj100r - gemini clamp rt-ang140mm. According to the complaint description, during a left neck dissection and parotidectomy, the tip of the instrument was suspected to have fallen in situ. Additional x-rays were taken which showed no fragments. The x-rays and search for the piece led to an extension of the procedure by 30-40 minutes. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Additional information/correction. D4 - batch number. D9 - product received. H3 - yes, evaluation. H4 - manufacture date. H6 - codes updated. Investigation results: visual inspection: the tip of the male jaw part is broken. The structure of the fracture surface is fine-grained and therefore inconspicuous. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the product found to be according to specification valid at the time of production. There are no similar complaints against the same lot number. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, additional medical intervention. Conclusion/preventive measures: on the basis of the investigation and the current information, a definitive root cause for the mentioned failure could not be determined. The fracture can be confirmed. Because the missing tip could not be found intraoperatively, it is possible that the tip was already broken prior to the surgery. There are no hints regarding a material, manufacturing, or design-related failure/ problem. Based upon the investigation results, a CAPA is not required.